Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a low inr while at rehab, and the hospital increased coumadin doses. Inr dropped again and the patient was admitted for heparin drip, but no pump parameter changes or demolysis noted. On (B)(6) 2014, the home care nurse called the vad coordinator, stating he had dark urine, and not feeling well. The patient was brought into ER with hematuria, slight power elevation, high flows, low pi, and elevated ldf and plasma free hbg. On (B)(6) 2014, patient developed a small head bleed status post tissue plasminogen activator (tpa). The patient was taken to cath lab for intra-tpa, no significant change in pump parameters, however, ldh increased and plasma hbg dropped. Due to the head bleed, a decision was made to exchange the pump on (B)(6) 2014.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of vad-15144. The device was returned assembled with the driveline (dl) cut approximately 5" from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the inlet port. The outflow elbow was returned attached to the pump's outlet port; however the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual examination of the outflow elbow did not reveal any evidence of thrombus formations or depositions. Evaluation of the rotor upon disassembly of vad-15144 revealed a flat, denatured, tissue-like deposition between the rotor blades. Areas of this deposition were hard and denatured, indicating that it was present while vad-15144 was supporting the patient. However, its lack of lamination suggests that it may have formed elsewhere. Further analysis of the device revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, the absence of both denaturation and contact marks at the distal end of the rotor suggests that it developed acutely. Therefore, a cause for the formation of this deposition could not be determined through this evaluation. The thrombus found on the rotor and in the outlet stator would have contributed to the reported elevated ldh. The thrombus would have also created additional resistance on the spinning rotor, contributing to the elevation in the reported pump powers and hematuria. The pump bearings, rotor and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: dark urine noted by pt and brought to the e.r. Ldh>1000 and pt admitted for suspected pump thrombus. Treated with intracavitary tpa; however, aortic valve remained open and pt taken for exchange. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: event confirmed: yes. Ae device malfunction: no. Patient outcome: exchange: yes. Device malfunction causative factor: patient non-compliance: yes.